Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms occurring on system controller (serial number (B)(6) was confirmed via log file analysis. The log file captured multiple instances of intermittent low power advisory alarms while connected to battery power. These alarms were occurring due to the relative state of charge (rsoc) voltage in the white power cable fluctuating below the alarm threshold. The alarms resolved when the voltages returned to the expected voltage range. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that cleaning the battery and clip contacts did not resolve the issue. The system controller was exchanged, and no further alarms have been reported at this time. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for analysis for the patient who had been having low voltage alarms even when attached to fully charged batteries. The batteries and battery clips were cleaned. The log files captured several odd low power advisories while the patient was connected to batteries. The controller was exchanged to resolve the event.